Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user received alert 38 indicating a motor stall shortly after changing supplies, and a dry run confirmed the ability to deliver 165 units without issue; visual inspection of the cartridge, connector, and cd infusion set identified no abnormalities, and a full supply change was recommended. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting, device education, visual inspection of external components by the user, and verification of delivery via dry run. Investigation of this case revealed that the device functioned as intended during testing and that the event was not replicated, consistent with a transient motor stall alert without confirmed mechanical failure of the pump, cartridge, connector, or infusion set. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce the motor stall and a lack of identifiable component malfunction.